Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using a lantern delivery microcatheter (lantern), pod coils, and packing coil (pc). During the procedure, the physician delivered six pods coils and four pcs to the target location using the lantern. The physician decided to deliver a sclerosing agent (sotrodecol) through the lantern and noticed that the lantern was fractured at the hub. Therefore, the lantern was removed and was not used for the remainder of the procedure. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.